Event description:
It was reported that the blood glucose levels are not decreasing. The blood glucose reading is 371 mg/dl. Treated with insulin pump. Customer is extremely thirsty. During troubleshooting, the high pressure test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.